Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2011; 6935 lead, implanted: (B)(6)2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on the remote transmission that the atrial lead also had possible far-field r-wave on electrogram. The left ventricular lead was noted to have increased threshold which was high. Also noted was possible intermittent biventricular capture. The left ventricular lead remains in use. No patient complications have been reported as a result of this event.